Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the carriage assembly. A review of the device history record for sn (B)(4) was performed from 07/02/2013 to 09/08/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Customer reported alarm - error codes / messages. Error code 354.6770. It was reported that there was no patient involvement.